Manufacturer narrative:
Evaluation summary: the analysis results found that the tsb35 device a was received in good visual condition, and with a reload in the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event description could not be confirmed as the reload was received in good visual condition. The analysis results found that the tsb35 device b was received in good visual condition and with a reload in the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event description could not be confirmed as the reload was received in good visual condition. The analysis results found that the tsb35 device c was received in good visual condition and with a reload in the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-form shape. Event description could not be confirmed as the reload was received in good visual condition. The analysis results found that the tsb35 device d was received in good visual condition and with a reload received loose inside the bag. The reload was received fully fired and with the pan dislodged. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached as to what may have caused the pan to dislodge, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed, and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap appendectomy procedure, the cartridge fell into pieces after firing, it could be removed. Another device was used to complete the case. There were no adverse consequences to the patient.